Event description:
It was reported to the manufacturer, by the end user, per the end user, that when the caregiver turns the patient for bathing or toileting she is turned towards the rail but not on top of the rail and the rail drops when she is near the edge and she drops to the floor. Patient was bruised but no broken bones or fractures. Complaint #(B)(4)was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.